Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump. The customer's blood glucose was 200 mg/dl. The customer stated that she had been receiving the alarms for five months. Advised customer that the alarm was normal. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.